Manufacturer narrative:
No report of patient involvement. Date of manufacture was unavailable at the time of filing. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. No report of patient involvement. Date of manufacture was unavailable at the time of filing. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient involvement.